Event description:
Patient presented to the physician with an abscess at the stimulation cuff which was confirmed by imaging. Physician brought the patient into the or and removed a portion of the stimulation lead.